Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing and generated a "service required" alarm condition. Further evaluation of the ventilator found the tubing from the porting block adapter to the sensor board was disconnected. The tubing was reconnected to address the issues. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow transducer (mt2) being out of tolerance.